Manufacturer narrative:
The user's old sensor was successfully removed on (B)(6) 2023. B4. Date of this report updated to 24 october 2023. D6b. Explanted (B)(6) 2023. G3. Date received by manufacturer updated to 08 september 2023.

Manufacturer narrative:
Per case notes, the sensor was palpable before incision and locatable with transmitter, however, the hcp could not retrieve the sensor. The user was doing fine after the removal attempt. The user desires to have another removal attempt in september, but no date has been confirmed yet. The sensor removal status will be updated in the supplement report when the information becomes available.

Event description:
On july 27, 2023, senseonics was made aware of an adverse event where the user reported several failed attempts at removing his old sensor.